Manufacturer narrative:
The unit was received with a blank display due to moisture damaged electronic assembly. There was also a moisture damaged motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Unable to verify motor error, weak battery alarm, and any other alarms due to the blank display. The unit had a minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The unit was received with a blank display due to moisture damaged with the electronic assembly. Also, there was a moisture damaged motor during visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Unable to verify motor error, weak battery alarm, and any other alarms due to the blank display. The unit had a minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.